Event description:
It was reported to the sales rep's regional manager during an endoscopic vein harvesting the staff was unable to use the ftvo1 kit because the instruments would not fit with the new olympus scope. The traditional method was used to harvest the veins. 2/17/97 the olympus scope would not fit into the subq dissector or retractor. Clinical follow up: 2/17/1997 1625 courtesy call to risk management and he stated he would try to get additional info for the cin. 2/18/1997 1625 risk manager called back and provided the following info: pt male, 48 years, 177#, 5'8". Pt with long history of htn, smoking, "extreme etoh abuse." Presented with angina and copd.